Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: email.

Event description:
Reported 219 false positive flu b results across asymptomatic and symptomatic patients. 3927 tests were performed. The customer communicated the results were confirmed by another rapid antigen assay.